Event description:
It was reported that the patient presented with his inflatable penile prosthesis device no longer inflating. A few months later a revision surgery was performed at which time the ipp device was explanted due to fluid loss resulting the device no longer working. A new ipp device was implanted. The patient was doing fine following the surgery.